Manufacturer narrative:
Other, other text: h10. Device evaluation results: one cadd legacy pump was returned for investigation in good condition. The screen was scratched. A cassette was attached to the device and the program was ran. The program ran without any issues. The investigator was unable to reproduce the no disposable alarm reported by the customer. No fault was found with the pump. The upstream sensor and downstream sensors were replaced as a preventive measure.

Event description:
Information received that a smiths medical cadd solis legacy pump displayed "no disposable clamp tubing". No adverse effects reported.